Event description:
It was reported that the zimmer ats 3000 experienced a machine alarm (amp fail) and the cuff deflated during a total knee replacement procedure. It was reported that the hospital staff was unable to silence the alarm nor increase the time and pressure during the incident. The cuff was automatically deflated soon after (10 minutes). It was reported that the surgeon has to promptly close up the surgical wound to prevent further bleeding. Manual pressure with creep bandage was applied to stop the bleeding during the closure. Add¿l clinical follow up with the hospital indicated that the event reportedly occurred after the bone cuts had been made and cementing was in progress. The surgeon was reported to have completed the planned procedure as quickly as possible because it was felt changing the tourniquet may contaminate the sterile field. The pt was reported to have incurred unusual blood loss which required transfusion (amount unknown) and possible sub-optimal cementing of prosthesis components.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.